Manufacturer narrative:
A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. The engineer was able to duplicate the reported error. Having discovered the charger module was defective, the engineer replaced the charger module, performed energy checks and verified output was within manufacturer specifications. After completing safety checks, the system was verified to be working within manufacturer specifications and ready for use. A review of system risk files ((B)(4)) revealed risk #2.2.1; high voltage power supply failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. A lumenis technical service/support expert evaluated the reported event and revealed that the charger in this event was an "old" charger from before a vendor improvement; in nov 2015 a "new" charger with improvements in the shielding of output wires and converter components for start-up began being used. As a change was already implemented on the vendor side, it was determined that no corrective or preventive action was necessary.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the display presented errors 208, 58, and 203, and the laser could no longer be used. The remainder of the procedure was completed by use of an alternate laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition